Event description:
It was reported "monday on (B)(6) that they had a 3cg wire break on (B)(6) when removing their stylet from a patient. No patient harm".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet was returned in two segments with the distal segment measured and found to be approximately 4.6 cm long. The distal stylet segment was observed to contain the epoxy tip. A microscopic observation revealed the break in the polyimide tubing of the stylet was slightly diagonal with rough edges. Some plastic deformation was observed on one edge of the break. The break site of the core wire of the stylet was slightly curved and was observed to taper. No additional kinks or breaks were found in the polyimide tubing. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "monday (B)(6) that they had a 3cg wire break on (B)(6) when removing their stylet from a patient. No patient harm".